Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the corrupted operating system image required reimaging. The field service engineer (fse) verified ethernet connections were working and all interface board received signals, could not resolve the issue, rebooted station multiple times went from blue screen to dark screen. Fse confirmed that the technical support specialist (tss) was able to reimage and resolve the issue. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.